Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Upon functional testing, fse found host pc, was not able to boot up. To resolve the issue fse reinstalled the host pc system, then recreated the image store. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device's host computer was not booting. The device was not in clinical use at the time of the event. There was no reported patient or user harm. The field service engineer (fse) reinstalled the software and returned the system to use in good working order.